Manufacturer narrative:
Insulin pump passed the self test and displacement test. Hardware low level (variable 3) alarms are confirmed in pump history file due to a broken trace at u1 keypad assembly. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed hardware low level failure. The customer¿s blood glucose level was unknown at the time of the incident. Customer was able to clear the alarm and able to rewind the pump. The insulin pump will be returned for analysis.